Event description:
It was reported that lead trends showed impedance of 400-500 ohms, then changed to >9999 ohms. High thresholds and and noise on egm have been observed. The device was removed from service. No patient complications have been reported as a result of this event.